Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic pain/ severe pelvic pain-constan") and intra-abdominal haemorrhage ("abdominal bleeding") in a 45-year-old female patient who had essure (batch no. Unknown) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (two live bith on :18sep2000, 27nov2004), gravida ii, parity 2, multiple caesarean sections, hypertension, gastroesophageal reflux disease, anxiety, depression, cholecystectomy (she has had 2 previous cesarean sections and a laparoscopic) and gallbladder operation in 1990. * paitent miscarriage,ectopic pregnancy, delivery complications, or delivery of a baby with birth defects caesarean-section for during both pregnancies. The patient dose not smoke or drink alcohol. Patient taking concomitant medication and gastroesophageal reflux disease and depression. On 2007 to 2011 , patient had used condoms on (B)(6) 2015, patient had performed digital screening mammogram relevant and diagnostics test results : there are scattered fibro glandular densities. There is an area of possible asymmetry seen in the sub areolar aspect of the left breast. Correlation to previous mammograms is recommended, no suspicious masses, calcifications, or other suspicious abnormalities are seen in the right breast. On (B)(6) 2015, patient had performed surgical pathology report relevant and diagnostics test results:and a there is a lobulated contour of thefundus of the uterus which may represent fibroids although non specific on this non contrast study. There are coils in the proximal fallopian tube bilaterally. There are complex tubular and septated cystic structures in both adnexal regions. On the left; there is evidence for hydro salpinx, with total size of the mass measuring 7 cm transverse by 5.4 cm ap by 4.5 cm craniocaudal. On the right, there is also a complex septated cystic mass. On most likely also at least partially consisting of hydro salpinx measuring 5.3 cm ap x 4.7 cm transverse by 4.7 cm craniocaudal there may be a rounded component of an ovarian cyst, these masses could be better characterized with contrast enhanced MRI if clinically warranted. Note is made that there is segmental thickening of the mid sigmoid colon adjacent to the left adnexal mass. There are diverticula in the area. Differential diagnosis includes reactive thickening related to adjacent adnexal inflammation versus acute diverticulitis. Lobulated enlargement of the posterior fundus of the uterus, likely a fibroid. 2. Complex septated cystic masses in the adnexal regions bilaterally left larger then right. On the left side there is convincing evidence of hydro salpinx, on the right side, there is probably some component of hydro salpinx and possibly also an ovarian cysts. 3. Further assessment of these abnormalities with MRI may be helpful. As assessment is limited on non contrast CT scan. 4. Sigmoid colon thickening adjacent to the left adnexal mass may be reactive, indicating adjacent inflammation. Coexistent diverticulitis is a less likely possibility on (B)(6) 2015, patient had performed surgical pathology report relevant and diagnostics test results : pathological diagnosis: 1. Endocervical curettage: atypical degenerated end cervical cells with acute inflammation, favor reactive changes. 2. Endometrial curettage: benign squamous mucosa with no dysplasia and benign reactive end cervical mucosa . 3. Foreign body, left cornu of uterus, removal:foreign body consistent with essure implant, submitted for gross identification only 4. Left fallopian tube, portion, segmental salpingectomy: benign ciliated fallopian tube mucosa with a dilated lumen consistent with hydrosalpinx. 5. Endometrial implant, right pelvic sidewall, biopsy: endometrial gland and stroma and connective tissue consistent with endometriosis.no hyperplasia or carcinoma identified. 6. Foreign body, right fallopian tube at cornu of uterus, removal: foreign body consistent with essure implant, submitted for gross identification only. 7. Right fallopian tube, portion, segmental salpingectomy: benign ciliated mucosa 'with ,complete cross section of fallopian tube lumen. 8. Right endometrioma, peritubular, excision: benign fibrovascular tissue with hemosiderin laden macrophages and an endometrial gland consistent with a endometrioma. Cellular evidence of reactive epithelium. Concurrent conditions included ovarian cyst and pelvic inflammatory disease. Family history included bleeding genital (hysterectomy for being reasons). Concomitant products included alprazolam (xanax), anaesthetics (anesthesia), antihypertensives, escitalopram oxalate (lexapro) and lisinopril. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain on the left side/severe cramping/pain abdominal/ severe lower abdomen pain constant"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("vaginal,menorrhagia abnormal bleeding"), endometriosis ("autoimmune disorder type of disorder endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient was found to have uterine leiomyoma ("complication( s) uterine fibroid"). On an unknown date, the patient experienced discomfort ("when I turned to move to my side, I felt like I ripp something inside one of my incisions. Almost feels like my muscle tore. Per social media"). The patient was treated with surgery underwent a davinci robotic-assisted laparoscopy with bilateral salpingectomies on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, vaginal haemorrhage, endometriosis, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, discomfort and abdominal pain outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, discomfort, dysmenorrhoea, dyspareunia, endometriosis, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2015, patient underwent a davinci robotic-assisted laparoscopy with bilateral salpingectomies and removal of foreign bodies bilaterally of the uterine cornu and fallopian tubes consistent with essure implants diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Computerised tomogram pelvis - on (B)(6)2015: lobulated enlargement of the posterior fundus of the uterus, likely a fibroid. Complex sepatated cystic masses in the adnexal regions bilaterally left larger than right. On the left side there is convincing evidence of hydrosalpinx on the right side there is probably some component of hydrosalpinx and possibly also an ovarian cyst. Sigmoid colon thickening adjacent to the left adnexal mass may be active indicating adjacent inflammation.co existent diverculitis is a less likely possibility. Hysterosalpingogram - on (B)(6)2012: results: bilateral occlusion. Ultrasound scan - on (B)(6)-2015: simple cyst: 3.0 x 2.8x 3.2 cm. Left ovary: 2.3 x 2.0 x 2.6 cm. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet most recent follow-up information incorporated above includes: on (B)(6) -2018: plaintiff fact sheet received. Event abdominal pain was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic pain/ severe pelvic pain-constan") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (two live bith on: (B)(6) 2000, (B)(6) 2004), gravida ii, parity 2, multiple caesarean sections, hypertension, gastroesophageal reflux disease, anxiety, depression, cholecystectomy (she has had 2 previous cesarean sections and a laparoscopic) and gallbladder operation in 1990. * paitent miscarriage,ectopic pregnancy, delivery complications, or delivery of a baby with birth defects caesarean-section for during both pregnancies. The patient dose not smoke or drink alcohol. Patient taking concomitant medication and gastroesophageal reflux disease and depression. Concurrent conditions included ovarian cyst and pelvic inflammatory disease. Family history included bleeding genital (hysterectomy for being reasons). Concomitant products included alprazolam (xanax), anaesthetics (anesthesia), antihypertensives, escitalopram oxalate (lexapro) and lisinopril. In 2012, the patient experienced abdominal pain lower ("abdominal pain on the left side/severe cramping/pain abdominal/ severe lower abdomen pain constant"), endometriosis ("autoimmune disorder type of disorder endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful)"), fatigue ("fatigue") and intra-abdominal haemorrhage ("abdominal bleeding"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine leiomyoma ("complication( s) uterine fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("vaginal,menorrhagia abnormal bleeding") and discomfort ("when I turned to move to my side, I felt like I ripp something inside one of my incisions. Almost feels like my muscle tore. Per social media"). The patient was treated with surgery (underwent a davinci robotic-assisted laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, endometriosis, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, intra-abdominal haemorrhage and discomfort outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain lower, discomfort, dysmenorrhoea, dyspareunia, endometriosis, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, patient underwent a davinci robotic-assisted laparoscopy with bilateral salpingectomies and removal of foreign bodies bilaterally of the uterine cornu and fallopian tubes consistent with essure implants diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion on 2007 to 2011 , patient had used condoms on (B)(6) 2015, patient had performed digital screening mammogram relevant and diagnostics test results : there are scattered fibro glandular densities. There is an area of possible asymmetry seen in the sub areolar aspect of the left breast. Correlation to previous mammograms is recommended, no suspicious masses, calcifications, or other suspicious abnormalities are seen in the right breast. On (B)(6) 2015, patient had performed CT pelvis without contrast relevant and diagnostics test results : lobulated enlargement of the posterior fundus of the uterus, likely a fibroid. Complex sepatated cystic masses in the adnexal regions bilaterally left larger than right. On the left side there is convincing evidence of hydrosalpinx on the right side there is probably some component of hydrosalpinx and possibly also an ovarian cyst. Sigmoid colon thickening adjacent to the left adnexal mass may be active indicating adjacent inflammation.co existent diverculitis is a less likely possibility. On (B)(6) 2015, patient had performed surgical pathology report relevant and diagnostics test results: and a there is a lobulated contour of thefundus of the uterus which may represent fibroids although non specific on this non contrast study. There are coils in the proximal fallopian tube bilaterally. There are complex tubular and septated cystic structures in both adnexal regions. On the left; there is evidence for hydro salpinx, with total size of the mass measuring 7 cm transverse by 5.4 cm ap by 4.5 cm craniocaudal. On the right, there is also a complex septated cystic mass. On most likely also at least partially consisting of hydro salpinx measuring 5.3 cm ap x 4.7 cm transverse by 4.7 cm craniocaudal there may be a rounded component of an ovarian cyst, these masses could be better characterized with contrast enhanced MRI if clinically warranted.note is made that there is segmental thickening of the mid sigmoid colon adjacent to the left adnexal mass. There are diverticula in the area. Differential diagnosis includes reactive thickening related to adjacent adnexal inflammation versus acute diverticulitis. Lobulated enlargement of the posterior fundus of the uterus, likely a fibroid. Complex septated cystic masses in the adnexal regions bilaterally left larger then right. On the left side there is convincing evidence of hydro salpinx, on the right side, there is probably some component of hydro salpinx and possibly also an ovarian cysts. Further assessment of these abnormalities with MRI may be helpful. As assessment is limited on non contrast CT scan. Sigmoid colon thickening adjacent to the left adnexal mass may be reactive, indicating adjacent inflammation.coexistent diverticulitis is a less likely possibility on (B)(6) 2015, patient had performed gyn ultrasound and diagnostics test results: simple cyst: 3.0 x 2.8x 3.2 cm left ovary: 2.3 x 2.0 x 2.6 cm. On (B)(6) 2015, patient had performed surgical pathology report relevant and diagnostics test results : pathological diagnosis: endocervical curettage: atypical degenerated end cervical cells with acute inflammation, favor reactive changes. Endometrial curettage: benign squamous mucosa with no dysplasia and benign reactive end cervical mucosa . Foreign body, left cornu of uterus, removal:foreign body consistent with essure implant, submitted for gross identification only. Left fallopian tube, portion, segmental salpingectomy: benign ciliated fallopian tube mucosa with a dilated lumen consistent with hydrosalpinx. Endometrial implant, right pelvic sidewall, biopsy: endometrial gland and stroma and connective tissue consistent with endometriosis.no hyperplasia or carcinoma identified. Foreign body, right fallopian tube at cornu of uterus, removal: foreign body consistent with essure implant, submitted for gross identification only. Right fallopian tube, portion, segmental salpingectomy: benign ciliated mucosa 'with complete cross section of fallopian tube lumen. Right endometrioma, peritubular, excision: benign fibrovascular tissue with hemosiderin laden macrophages and an endometrial gland consistent with a endometrioma. Cellular evidence of reactive epithelium. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic information, product indication ,concomitant product and new events abnormal bleeding vaginal, menorrhagia, autoimmune disorder type of disorder endometriosis, dysmenorrhea cramping, dyspareunia painful sexual intercourse), fatigue, complication uterine fibroid, pain abdominal/ severe lower abdomen pain constant, abdominal bleeding and when I turned to move to my side, I felt like I ripp something inside one of my incisions. Almost feels like my muscle tore. Per social media was added. The events severe cramping /pain abdominal/ severe lower abdomen pain constant and pain/pelvic pain/ severe pelvic pain-constant clubbed with previous events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain on the left side"). The patient was treated with surgery (underwent a davinci robotic-assisted laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, patient underwent a davinci robotic-assisted laparoscopy with bilateral salpingectomies and removal of foreign bodies bilaterally of the uterine cornu and fallopian tubes consistent with essure implants incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.